Event description:
Patient had inadvertent deployment of a self-expanding 6x100mm stent in the common femoral artery extending into the superficial femoral artery. The deployment mechanism appeared to break. The other stent was no deployed.